Manufacturer narrative:
Corrected data: h6 (medical device problem code).

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication identified through the review of clinical evidence from post market clinical data collection activities that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that the patient underwent a revision surgery of the left tha system (unknown product) on (B)(6) 2020 due to (1) periprosthetic joint infection, and (2) paprosky 3b acetabular defect with chronic pelvic discontinuity. During the revision surgery, the whole tha system explanted and replaced with a redapt modular shell and a femoral system from a competitor. As reported, the patient suffered from aseptic loosening and underwent a second revision surgery on (B)(6) 2020. During this revision surgery, the acetabular insert and the femoral component were explanted. There is no further information at this time.